Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). It was reported that the ins has been dead for 2 years. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed potential of overdischarge and having the patient see hcp to get ins back up and running in order to activate MRI mode. Agent also reviewed use of eligibility form for MRI. A different hcp called to inquire about MRI compatibility given that ins has had "no power for 2 years" and patient doesn't want any "power" put back into the ins as it didn't work. Reviewed use of eligibility form and emailed guidelines/form to caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hcp called back and reported pt is needing MRI abdomen. Hcp reiterated ins battery is dead, pt does not want it recharged and implanting hcp has retired so they cannot complete MRI eligibility form. Tss reviewed that a depleted ins battery is considered off, reviewed criteria that would need to be met for system to be full body conditional